Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the air supply issue could not be determined. According to the instruction manual, it is possible that the air supply issue was caused by disconnection of the tube in the device, main printed circuit board, or valve harness, failure of the electro-pneumatic proportional valve, of the manifold valve, of the main printed circuit board, or of the primary pressure reducer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit, there was no air-supply found. This event had no patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.